Event description:
Alleged deflation.

Manufacturer narrative:
Per follow-up with patient and doctor's office, no deflation or explantation occurred.

Event description:
No deflation or explantation occurred.